Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. In the event these devices are unable to be primed, the clinician can choose to replace the device by retrieving a new one, or in the event of an emergency connect a syringe or administration set directly to the catheter. Therefore, there is no potential for harm to the patient in the event of inability to prime. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a non-dehp micro-volume extension set. It was observed that fluids were not able pass through the tubing and the set would not prime. There was no patient involvement. No additional information is available.